Event description:
It was reported that during a labral repair procedure using a speedlock implant with inserter handle, when the suture was being loaded into the implant, the pin broke preventing the suture from loading. The surgeon tried two additional times with back up implants, but these both broke as well. The procedure was ultimately completed using a different arthrocare implant; however, it was necessary to drill a new bone hole. Due to this event, there was a surgical delay of 30 minutes, but no patient complications have been reported.